Event description:
Removed a 2.6 dual PICC from a pt that had fluid leaking at the site when the catheter was flushes. Upon inspection, the white lumen of the catheter has a 1 cm segment of what appears to be an aneurysm/ballooning outward and then fluid leaks out a hole 1 cm further down the catheter passed the ballooned area.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.